Event description:
Pathology department received specimen labelled "left breast silicone implant and capsule". Final pathology diagnosis: breast implant with attached focal scar tissue showing focal polarizing foreign body material and giant cell reaction and focal chronic inflammation. Patient requested to keep implant. To be followed as outpatientinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.